Manufacturer narrative:
Report number: 1038671-2023-01338 d10 concomitants: (B)(6), 118-00-03 - p-ser 12/14 pf plasma collared sz 3, (B)(6), 148-28-93 - 12/14 zirconia head 28mm -3.5mm neck. The product associated with the reported event is within the scope of recall z-1728-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01338. The most likely underlying cause for the revision reported is prosthesis wear and acetabular loosening and a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a left total hip arthroplasty for arthritis on (B)(6) 2009 and then experienced a revision surgical procedure on(B)(6) 2016 approximately 7 years and 4 months after initial implant. Patient has experienced the following injuries including significant pain, and discomfort, gait impairment, poor balance, difficulty walking, component part loosening, prothesis wear, soft tissue damage, and bone loss. Patient was revised to competitor's devices/ postoperative diagnosis: left hip failed hip. Patient presented to the surgeon with pain and radiographic and clinical evidence of acetabular component failure. The femur was identified and examined and revealed a well-fixed femoral component. The acetabulum was inspected and did appear to have significant acetabular bone loss to the pubis, ischium and superior dome with gross distortion of the hemisphere. Findings: left hip with severe acetabular bone loss paprosky grade 2, grossly loose acetabular component. There were no intraoperative complications, the patient was taken to recovery room in stable condition. The patient passed away on (B)(6) 2022, though it is not indicated or suggested that it is as a result of these injuries. No images of the devices are provided. The device will not be returned. There is no other patient demographic or medical history available. No additional information is available.